Event description:
Complaint record states that during transfer of a patient, the sling came off from the sling bar hook, causing the patient to fall out of the sling. Head injury alleged. Reference MFR report number: 8030916-2013-00065.